Event description:
End user reports having a uti a few months ago. He said he began to have his usual uti symptoms which is he does not feel good overall. He mentioned he has a history of utis as well. He had to obtain urine testing from his md and then when that confirmed a uti he obtained an oral prescription for antibiotics (name cno) from his doctor for treatment of that uti to feel better. No photo available. This emdr covers unknown uti's with unknown lots.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Manufacturer narrative:
Correction: a1: (B)(6).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation: this complaint has been evaluated. No photo or samples have been received for this complaint. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production or sterilization process of the mentioned lot. No other complaints of this nature has been received on the lot. This issue will be monitored through the post market product monitoring review process. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.